Manufacturer narrative:
One device was received without the original packaging. Per visual inspection, the balloon looked damaged. The complaint was confirmed. Based on the analysis performed on the sample provided, no root cause could be determined and may have been damaged during handling by the end user. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the balloon was not inflating. The device was being prepped for a newborn baby. The event did not affect patient care. No injury or adverse effects.